Event description:
Implant date: 2003 during routine post-op x-rays, it was discovered that the last 2 set screws were loose and that the rod on both sides had "slipped". Pt was unaware and pain free. Explanted in 2003. Pt is o.k.